Manufacturer narrative:
(B)(4).

Event description:
Nail broke post operatively. Surgical intervention options were provided to the patient however, she declined. Patient did not follow post operative instructions.